Manufacturer narrative:
The report of a potentially compromised percutaneous lead was confirmed based on the evaluation of the returned pump. The pump was returned assembled with the percutaneous lead severed approximately 4 inches from the pump housing and the severed portion of the lead, measuring approximately 38 inches in length was returned. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the remaining blood-contacting surfaces revealed no depositions. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Continuity and high potential testing was performed on the pump end portion of lead, which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 38 inch portion of lead revealed a continuity issue in the brown wire. The shielding and bionate were removed, and examination of the underlying wires revealed a fully fractured brown wire and a partially fractured black wire, at what would be approximately 8 inches from the pump housing. Further examination of the wires in this area revealed a breach in the insulation of the black wire. The conductors of these wires were exposed. The fracture of the wires and the insulation breach appeared to be the result of repetitive flexing of the lead in this area. The hmii operates on a three phase motor, where each phase is powered by two redundant wires. The pocket system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket system controller compared the current in the brown or black wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. The breach in the wire insulation of the black wire could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. Additionally, the black and brown wires represent the two redundant wires of motor phase 2. At least one wire from each phase must be intact for the pump to operate. The fracture of the black and brown wires would have left the pump operating on only two of the three motor phases and would have resulted in the compromise of pump function. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 8 years. The device has been returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. On 12/14/2016, it was reported that after exchanging the patient¿s system controller for equipment upgrade, the new system controller produced a driveline fault alarm. The vad coordinator cleared the driveline fault alarm via the system monitor; however, the alarm reoccurred within 6 minutes. The patient was switched to a different system controller and within 4 minutes the driveline fault alarm returned. The patient remained asymptomatic. The first submitted log file analyzed by the manufacturer¿s technical services representative confirmed the system controller exchange and subsequent driveline fault alarms. The submitted x-ray images showed an area of concern near the percutaneous lead exit site and at the system controller connector end. On (B)(6) 2016, the patient underwent a pump exchange to another lvad. No additional information was provided.